Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent revision or takedown of previous sling synthetic sling, vaginal urethrolysis, urethrocele repair and skin tissue rearrangement with vaginal advancement on (B)(6) 2014 due to gu graft malfunction, dyspareunia, bladder dysfunction and urethrocele. No additional information was provided.

Manufacturer narrative:
(B)(4) it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted, concurrently with a hysterectomy, bso, lysis of adhesions, placement of on-q. It was reported that the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh excision of vaginal hypertrophy, and closure of mesh exposure on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.